Manufacturer narrative:
On site the logfile and the device were analyzed. It was found that the described shut down and restart in default ventilation was due to a faulty blower. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation the technical alarm "blower defect" (00.a008) will be generated and the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device reacted as specified and gave the corresponding optical and acoustical alarms. The device has been repaired by exchanging the blower. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit shut down and then restarted during a case. There was no patient injury reported.